Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release while sleeping. The set was inserted at his arm. Moreover, the tube was not pulled or bent, and the infusion set had been used for third day. However, his blood glucose level had reached 300 mg/dl. No further information available.